Event description:
A therapy problem was reported. Patient experienced seizures. Hcp was not sure why they were doing a cap study or roller study. Logs did not show a motor stall. It was reported patient was under observation for a possible seizure disorder. They didn¿t think whether or not if it is related to therapy. It was reported that during the rotor study and dye study, nothing abnormal was found. After the studies the patient was on flex pattern. Hcp neglected to purge the catheter post procedure. They were having the patient ready before a cat scan. Later on hcp reported event was not attributed to the device. The patient recovered without sequelae. A report will be provided if additional information becomes available.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2007 (B)(6), product type catheter product ID: 8596 lot# serial# (B)(4), implanted: 2007 (B)(6), product type catheter product ID: 8596sc lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).